Manufacturer narrative:
Of the 61 allegations of a malfunction, 35 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to cartridge compartment and battery compartment cracks. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 61 malfunction events. A review of the events indicated that the one touch ping model pump experienced a unknown area issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-220 pounds and between 7 and 77 years of age. Of the reported patients, 15 were male, 13 were female, and 33 were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 11 instances of pump casing failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.